Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. H3 other text : not returned to manufacture.

Event description:
Report 2 of 4. Consumer reported she opened a pessary for use and the string was too short. She did not use the pessary and discarded it.